Event description:
Caller reported aviva system blood glucose results of "300s" mg/dl and "100s" mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.